Event description:
A customer reported that the screen was frequently unresponsive and would stick when pressing 1-2-3. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.